Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023 information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were supposed to get an MRI done yesterday, but were not able to connect with ins. Patient mentioned that they fell in november and dislocated their hip(unrelated). Patient said ever since they fell they have a hard time sitting on the spot that has the device. Patient said when they sit they have to sit on their left side because the device is on their right side and it hurts when they put pressure on it. Patient also said they have to sleep on their left side. Patient stated their pain management doctor had done x-rays and "everything fine bone wise" and said "everything ok stimulator wise" but patient stated it was not a urologist that looked at the device. Patient said their hcp is no longer at their clinic and they are supposed to have an appointment tomorrow with a new hcp. Patient did not provide name of hcp. The patient was unable to find their communicator to t roubleshoot. Patient will call back later when their aide is there to help them look for it. Had them walk through connecting from the beginning again. They were able to connect to ins. Walked through MRI mode. On (B)(6) 2024 information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they are having surgery on friday to replace the device. Patient said they fell 2 thanksgivings ago and the ins flipped over. Patient said they lived in ny for a year and the hcp in ny did xrays and said the device was fine. Patient said the device was not working right so when they moved back to sc they saw the urologist who said the ins had flipped. Patient said the ins had been off which explains why the device wasn't working. Patient is having surgery on friday to replace the device.